Manufacturer narrative:
No motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture damage on force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. The insulin pump had stained end cap sticker, scratched reservoir tube window, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.